Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had dirt. The following information was provided by the initial reporter: verbatim: customer, when opening the supplier's master box, found one of the syringes with dirt.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had dirt. The following information was provided by the initial reporter: verbatim: customer, when opening the supplier's master box, found one of the syringes with dirt.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11-jul-2023. Investigation summary: samples and photo received by our quality team for investigation. Upon visual evaluation, foreign matter is observed on the syringe. Foreign matter is mainly composed of oil. A device history review was performed for reported lot 3012288, maintenance records related to the failure were found. Based on the teams investigation, possible root cause is associated with oil contamination on the part in the cylinder molding process.